Event description:
The sales representative reported on behalf of the customer that the aes-90sl, arthroscopic energy 90 degree probe with suction 18 cm, was being used during an artroscopic femoral-acetabolar impiegment procedure on (B)(6) 2023 when it was reported, ¿the piece in question was used for the procedure between the power level 1 and 3 of the edge, the outflow was connected in suction, after about 3 minutes of use the cutting disk split at the crack of aspiration breaking into additional 1 piece, this was found out in the filter of aspiration poket under the operation site.". There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment found that all fragmentation was removed from the patient. The procedure was completed with an alternate device causing a 2-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the aes-90sl, arthroscopic energy 90 degree probe with suction 18 cm, was being used during an artroscopic femoral-acetabolar impiegment procedure on (B)(6) 2023 when it was reported, ¿the piece in question was used for the procedure between the power level 1 and 3 of the edge, the outflow was connected in suction, after about 3 minutes of use the cutting disk split at the crack of aspiration breaking into additional 1 piece, this was found out in the filter of aspiration poket under the operation site." There was no report of injury, medical intervention, or hospitalization for the patient. Further assessment found that all fragmentation was removed from the patient. The procedure was completed with an alternate device causing a 2-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of two (2) devices for this lot number and failure mode. (B)(4). Per the instructions for use, the user is advised the following: not to use the probe for mechanical displacement of tissue, damage to the probe may occur. We will continue to monitor for trends through the complaint system to assure patient safety.